Event description:
It was reported patient is experiencing unknown issue post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D4 - two (2) device ids were provided by the customer/reporter; of these, only one (1) was reported for unknown issue. It is unknown which exact device encountered this issue, it is one of the following: item # 00598605701 lot # 63656335. Manufacture date: may 5, 2017. Sterile expiry date: apr 30, 2027. UDI: (B)(4). 510k: k173057, pro code: jwh. Or item # 00598605701 lot # 63656335. Manufacture date: may 5, 2017. Sterile expiry date: apr 30, 2027. UDI: (B)(4). 510k: k173057, pro code: jwh. D10 - medical product: femoral component item # 00596401751 lot # 63691139. Stemmed nonaugmentable tibial component item # 00598605701 lot # 63656335. Articular surface item # 00596405010 lot # 63045609. All poly petella item # 00597206538 lot # 63615078. Headed screw 48 mm length item # 00579104100 lot # 63615261 qty 2. Palacos r+g item # 66017569 lot # 86394614 qty 2. G2: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00149, 0001822565-2022-01951, 0002648920-2023-00108 and 0001822565-2023-01525. H3 other text : remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.